Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that the patient did not think the pump started working after the MRI. Since the MRI on (B)(6) 2016, the patient had been sweating and hurting a whole lot. The pump was not checked after the MRI. The MRI was not related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.